Event description:
It was reported that when the devices were used during a skin closure for o/g, the devices had clinging staples. Another device was used to complete the case. There was no further consequence to the pt.